Event description:
Possible septic reaction. Initial information received: 22-nov-2024, 26-nov-2024, 03-dec-2024, 04-dec-2024, 11-dec-2024, 16-dec-2024. Initial adverse event report: on 22-nov-2024, cerus received a non-serious adverse event report of a possible septic reaction. This adverse event was reported to cerus by a CAPA quality engineer, supplier quality from the american red cross (arc) biomedical services. Medical history and medications: this report involved a 47-year-old female of an unreported race. The patient's medical history included acute myeloid leukemia. The patient's past medical procedures were not reported. The patient's past transfusion history was not reported. Concomitant medications included levaquin and fluconazole. Adverse event description: on (B)(6) 2024, the patient was transfused with 273 ml of the implicated psoralen treated platelets (ptp) at the (B)(6) hospital (donation identification number (din): (B)(6); blood component product code: e8341v00; blood component expiration date: 18-nov-2024). The age of the implicated ptp was day 5. At an unreported time, 15 minutes post-transfusion, the patient experienced a non-serious adverse event of a possible septic reaction. The patient developed rigors, nausea, and vomiting. The patient's pre-transfusion / during reaction / post-reaction vital signs were: - body temperature: 98.2 °f / 100°f / 98.3 °f, - respiratory rate: not reported, - blood pressure: not reported, - heart rate: not reported. Treatment for the adverse event included demerol for rigors. No additional antibiotics were administered because the patient was already on prophylactic antimicrobials (levaquin and fluconazole) for her underlying condition. Blood cultures were drawn post-transfusion, and the results were negative. The clinical team immediately sent the implicated ptp bag to the blood bank and it was placed in the refrigerator until it was then taken to microbiology for gram stain and blood culture. No visible damage was observed on the implicated ptp bag. Gram stain was negative and the final culture results revealed acinetobacter courvalinii and serratia marcescens. The hospital reported that both acinetobacter and serratia are common isolates from clinical samples but there were no clinical samples that tested positive with both organisms around the time the implicated ptp tested positive. Antibiotic sensitivity result: acinetobacter species: ampicillin/sulbactam, cefepime, ceftriaxone, minocycline, trimethoprim/sulfa. Serratia marcescens: cefepime, ceftriaxone, ciprofloxacin, levofloxacin, minocycline, trimethoprim/sulfa. On an unreported date, the outcome of the adverse event was recovered/resolved, and the patient was discharged from the hospital. Blood donor information: the donor is a repeat donor. Chloraprep swab sticks were used to clean the venipuncture area. There were no deviations noted during the event and there is no plan to get the donor back for blood culture testing. Implicated pathogen reduced blood component collection and manufacturing information: on an unreported date and time, the arc south county blood donation center, st louis, collected a triple apheresis platelet suspended in platelet additive solution (pas) using amicus. There were no deviations associated with the sterile weld and no deviations associated with the pathogen reduction process. There was no visible damage to the platelet bag. On an unknown date, the implicated ptp was treated with intercept blood system for platelets small volume processing set (lot # ce24f05a01) and was illuminated with intercept illuminator (serial # (B)(6)), at (B)(6). Co-component(s) information: on (B)(6) 2024, the two platelet co-components were transfused without incident at (B)(6) medical center and there was no transfusion reactions reported. The age of both platelet co-components at the time of transfusion was day 5. Adverse event investigations: arc holland lab investigation: arc holland lab received 4 agar slants containing culture isolates from the implicated ptp from (B)(6) hospital. Repeat culture of the 4 slants revealed acinetobacter baumannii/calcoaceticus (65.9%); acinetobacter haemolyticus (34.0%) in 2 slants and serratia marcescens (96.4%) in the other 2 slants. Cerus investigation: a batch record review is pending for intercept blood system for platelets processing set (product code # int2130b/lot # ce24f05a01; expiration date: 19-aug-2025). Arc holland lab sent 4 agar slants containing culture isolates from the implicated ptp on 12-dec-2024. Additional microbiological studies are ongoing at cerus. Fresenius-kabi/ lake zurich investigation: on 10-dec-2024, fresenius-kabi received the implicated ptp bag with attached administration set from the arc holland lab. Visual inspection of the bag and underwater leak test was performed, and the conclusion was; probable root cause of the reported bacterial contamination has not been determined. There were no defects or breaches to the container (i.e., implicated ptp bag) found. Details of the visual inspection and underwater leak test: -the container was received with approx. 50 ml of a clear, colorless solution; an administration set was spiked into the center spike port, and a sample spike was inserted into the side spike port. - the admin set tubing was heat sealed above the spike and the set removed for evaluation of the container. - light scuff marks are noted on the front and back surface of the container, but there were no scratches into the wall of the container sheeting. - inspection of the perimeter seal and the top seal around the ports reveals no damage, holes, or defects. - no inconsistency of the seals around the ports that could lead to a channel leak were noted. - no damage to the ports or top of the container were noted from the spiking of the ports. - the container was decontaminated by injecting 50 ml of bleach, allowing it to sit for 15 minutes, and then rinsing with di water. - the container was leak tested by placing the container between 2 rigid plates, submerging under water, and pressurizing the container to 600 mmhg (0.8 bar) and holding for 5 minutes. - no leaks were detected during the 5 minutes of pressurization. - after the 5-minute period, it was observed that the top of the container started to expand and stretch. At this point, the pressure was turned off and relieved to prevent further damage to the container. Fresenius-kabi (fk)/la châtre investigation: on 16-dec-2024, fk la châtre received the implicated ptp bag from fresenius-kabi/lake zurich for additional inspections; the investigation result is pending. Adverse event assessment: "[possible septic reaction]" "[pt: "[transmission of an infectious agent via product]"]". The reporter assessed the event as mild in severity, non-serious, and possible in relation to the psoralen treated platelets and the intercept blood system for platelets. The cerus medical reviewer considered the event as non-serious and possible in relation to psoralen treated platelets and intercept blood system for platelets device. There were no deviations reported with the platelet collection and pathogen inactivation process. Further information is awaited from the blood center as to the intercept processing sets used and the investigation of the cerus manufacturing lots. Underwater leak test demonstrated no defect or breaches of the implicated ptp bag and 2 of the 3 co-components transfused to other patients completed without incidents. The data at this time support the hypothesis that the intercept pathogen reduction processed occurred properly. While patient's blood culture post-transfusion was negative, we cannot definitely conclude this is a true negative result given that prophylactic antimicrobials were administered. Acinetobacter spp. And serratia spp. Are known to grow rapidly in platelet products stored at room temperature. The finding that the gram stain was negative, and the companion products were transfused without incident on day 5, support this notion. The positive culture isolate is enroute from the arc holland lab to cerus for further investigation. The cerus medical reviewer considered the listedness of this event in relation to the psoralen treated platelets as listed based on applicable cerus reference safety information. The cerus medical reviewer considered the listedness of this event in relation to the intercept blood system for platelets device as listed based on applicable cerus reference safety information.

Manufacturer narrative:
Although this adverse event was evaluated as mild and non-serious, cerus selected "serious injury" in section h1, as this is the most suitable of the three options.

Event description:
Cerus received additional follow up information on this event on 18-dec-2024, 10-jan-2025, 13-jan-2025, 23-jan-2025, and 27-jan-2025. Adverse event description (updated information) the patient developed chills, rigor, nausea, and vomiting. Treatment for the adverse event included antihistamines with demerol for rigor. On the same day, the outcome of the adverse event was recovered/resolved, and the patient was discharged from the hospital. Blood donor information: (updated information) the donor was a repeat platelet donor since 2022 without history of product or testing related issues. Implicated pathogen reduced blood component collection and manufacturing information (updated information) on (B)(6)2024, the (B)(6) collected a triple apheresis platelet suspended in platelet additive solution (pas) using amicus. (New information) arc reviewed videos, records and interviewed staff involved in the collection, manufacturing, packing and shipping of the implicated ptp, it was concluded that no deviations were identified. Adverse event investigations: (B)(6) lab investigation: (new information) the implicated ptp bag was received at the (B)(6) lab with no remaining platelets inside to sample, however some liquid was visible adhering to the inside of the bag. Pbs wash of the bag was used to obtain residual platelets for culture to plate. Both plate and bact/alert culture were negative for any organisms. Molecular test of the pbs wash was also negative, suggesting there was no bacteria in the implicated ptp bag. Although the bag was received with the tubes cut, a manual leak test was performed after filling the bag with pbs and clamping the tubes. No leaks were observed. (Updated information) (B)(6) lab received 4 agar slants containing culture isolates from the implicated ptp from (B)(6) hospital. Repeat culture of the 4 slants confirmed the presence of serratia marcescens (96.4%) in 2 slants. (New information) the other 2 slants grew acinetobacter baumannii/calcoaceticus (65.9%) and acinetobacter haemolyticus (34.0%). Although the (B)(6) lab was not able to confirm the acinetobacter courvalinii identified by (B)(6), this is likely a result of the different methodology for speciation rather than there being different species of acinetobacter ((B)(6) lab used api® by biomerieux; (B)(6) was not reported). Of note, these results do not align with septic transfusion reaction investigation findings from previous acinetobacter spp. Cluster cases from 2018-2021. Moreover, acinetobacter courvalinii has never been identified in the arc system via hemovigilance for prior environmental screening. Swab samples of the involved manufacturing and distribution sites were cultured and all found to be negative. Collection, manufacturing and distribution staff were observed in real time or via surveillance video revealed no deviation from standard procedures. Cerus investigation: batch record review - (updated information) a batch record review for intercept blood system for platelets processing set (product code # int2130b / lot # ce24f05a01; expiration date: 19-aug-2025) was completed. The total batch size for lot ce24f05a01 was (B)(4) processing sets. (New information) it was noted that there was one leak on the storage container at final inspection (sample size of 20) of the product. The storage container leak was observed as a channel leak at the port. Hence, a level ii inspection of the final product was completed as per procedure (which follows iso 2859 aql guidelines) and the batch passed the leak test. Further review of the storage container records showed that there were no visual defects or leaks detected during sampling. Technical actions have been taken for the leak observed at final physical and the lead lot is ce24k08a01. Processes that could cause potential issues with sterility were reviewed (steam sterilization records for amotosalen, gamma irradiation for the dry-side sub-assembly, ebeam irradiation for the connected product and sterility test for the final product). The batch passed all the above testing. No other non-conformities were found during the batch review and all tests passed specification as documented in the batch record. A complaint history analysis was completed on batch number ce24f05a01. The analysis showed that there were five manufacturing-related leak complaints from the same batch: one in the amotosalen pouch seal, documented under qe-003317; three in the final storage container's outlet port top seal and sheeting interface, documented under qe-003315, qe-003323, and qe-003344 respectively; and one leak at the storage container side seal, documented under qe-003404. Details of the complaint history show that there were no adverse events associated with any of the complaints from the batch, and that the leaks were identified during the processing of the blood products at the blood centers and thus rejected. Complaint history for the past two years also shows that even though there were complaints reported for the intercept platelet processing for mishandling or manufacturing leaks, none of the incidents resulted in an adverse event. Risk assessment: - the product passed all testing as per specifications that has been required for the release of the product. - if leaks are present, they are observed during the product processing, during transport or at the hospital. When a leak is identified, the affected product is rejected and not used for transfusion. - complaint data from (B)(6) 2023 to (B)(6) 2024 indicates that although complaints for manufacturing related leaks were received, all leaks are identified and addressed prior to transfusion. Therefore, there is no patient involvement, hence there have been no adverse events related to leaks. Sample management: (updated information) (B)(6) lab sent 4 agar slants containing culture isolates from the implicated ptp on (B)(6)2024 which were forwarded to (B)(6) lab for sequencing. (New information) pathogen inactivation investigation: cerus microbiology department will perform pathogen inactivation investigation of the acinetobacter courvalinii and serratia marcescens culture isolates from the implicated ptp. This investigation is time intensive, thus the final result may not be available for at least 6 - 9 months. Cerus will provide update to the FDA once this investigation is complete. (New information) (B)(6) lab investigation (B)(6) lab and they identified acinetobacter spp using the 16s rrna gene sequencing method. This was further speciated as acinetobacter courvalinii using the maldi-tof mass spectrometry. Serratia marcescens was identified using the 16s rrna gene sequencing method. Fresenius-kabi la châtre investigation: (updated information) on (B)(6)2024, fk la châtre received the implicated ptp bag from (B)(6) for additional inspections: - a used storage container of intercept processing set for platelets with the administration device was received. - during visual inspection of the container, the pressure leak testing at (B)(6) noted a slight stretching of the plastic sheet on the labeled side close to the top seal. Upon inspection of the container under magnification, no other defects, such as scratches or mechanical damage, were observed. - the underwater chamber leak test was conducted for 5 minutes at 0.7 bar, showing no leaks. - the bend test was also performed on all connections, and no defect was observed adverse event assessment: (updated information) the cerus medical reviewer considered the event as non-serious and excluded in relation to psoralen treated platelets and intercept blood system for platelets device. There were no deviations reported with the platelet collection, manufacturing, storage, shipping and pathogen inactivation process. Manual leak test conducted by the (B)(6) lab was negative; and a comprehensive underwater leak test conducted by fresenius-kabi la châtre demonstrated no defect or breaches of the implicated ptp bag. The (B)(6) lab was unable to culture any microorganism using the pbs wash solution of the implicated ptp bag. Molecular testing of this pbs wash solution was also negative, suggesting the implicated ptp was sterile. The 2 co-components were transfused to other patients without incidents. The finding that the gram stain was negative, and the companion products were transfused without incident on day 5, support the notion that the samples of the implicated ptp was likely contaminated post-transfusion. The (B)(6) lab was able to confirm the presence of acinetobacter spp. And serratia spp. From the 4 slants provided by the university of louisville. (B)(6) lab's molecular sequencing results concurred with the findings at the (B)(6) lab. Listedness assessment is not applicable because this event is not related to the psoralen treated platelets of the intercept blood system for platelets device.